Manufacturer narrative:
This report filed december 7th, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to decrease in electrode function.the patient was reimplanted with a new device during the same surgery.